Manufacturer narrative:
This serves as a correction report. The following sections have been updated: b2 - outcomes attributed to ae. H1 - type of reportable event. H5 - labeled for single use. H8 - usage of device. H11 - additional MFR narrative. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on sensor patch. Visual inspection was performed on the sensor plug assembly and no issues were observed. Data was downloaded successfully, and the sensor was found to be in sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. In addition, and extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the DHR indicated the product meets per its specification prior to release to distribution. Extended manufacturing review investigation summary: lot 1001029392 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to manufacture of lot 1001029392. All measurements reviewed are within specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor-related error message was reported with the adc device. A caregiver reported the customer experienced a severe hypoglycemic event the night of (B)(6) 2025, due to the adc sensor no longer working. The caregiver reported that the customer lost consciousness, was hospitalized, and received intravenous glucose administered by a healthcare professional. The caregiver further reported that the customer died. The date of death is unknown, and a coroner is reportedly involved in the case. Adc customer service attempted to contact the caregiver three times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. No further information has been received at this time. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor-related error message was reported with the adc device. A caregiver reported the customer experienced a severe hypoglycemic event the night of (B)(6) 2025, due to the adc sensor no longer working. The caregiver reported that the customer lost consciousness, was hospitalized, and received intravenous glucose administered by a healthcare professional. The caregiver further reported that the customer died. The date of death is unknown, and a coroner is reportedly involved in the case. Adc customer service attempted to contact the caregiver three times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. No further information has been received at this time. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
The product has been requested back for investigation; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended manufacturing investigation has been performed for the reported complaint. Lot 1001029392 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to the manufacture of lot 1001029392. All measurements reviewed are within specifications. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor-related error message was reported with the adc device. A caregiver reported the customer experienced a severe hypoglycemic event the night of (B)(6) 2025, due to the adc sensor no longer working. The caregiver reported that the customer lost consciousness, was hospitalized, and received intravenous glucose administered by a healthcare professional. The caregiver further reported that the customer died. The date of death is unknown, and a coroner is reportedly involved in the case. Adc customer service attempted to contact the caregiver three times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. No further information has been received at this time. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch or sensor plug. Data was downloaded successfully, sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Performed a source measure unit (smu) test to check that the returned sensor's electronics were functioning properly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A sensor-related error message was reported with the adc device. A caregiver reported the customer experienced a severe hypoglycemic event the night of (B)(6) 2025, due to the adc sensor no longer working. The caregiver reported that the customer lost consciousness, was hospitalized, and received intravenous glucose administered by a healthcare professional. The caregiver further reported that the customer died. The date of death is unknown, and a coroner is reportedly involved in the case. Adc customer service attempted to contact the caregiver three times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. No further information has been received at this time. Based on the information currently available, it is inconclusive whether the adc device has or may have caused or contributed to the reported death.